Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the hospital due to ventricular tachycardia. It was found that the patient had attempted to self explant their device. The emergency room staff noted the device was hanging out of the pocket by the leads. It was reported the lead had dislodged due to the attempted self explant. The system was then removed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.